Manufacturer narrative:
A field service engineering (fse) was at the customer's site to address reported event. The customer notified fse of having several repeat 4017 errors and quality control (qc) issues. Fse confirmed the complaint by reviewing the error logs and reproduced the error 4017. While troubleshooting, fse lost power from the power board and replaced the power board. The clog sense and impasse voltages would not set properly, fse then replaced the sensor board, adjusted the board within specification and was able to successfully complete a qc run within acceptable range. The customer followed up with fse and reported qc and patient sample runs were performed without error and within acceptable range. The customer later called back reporting reoccurrence of same error 4017. An fse followed up with the customer onsite and was able to reproduce the error by performing a qc run. Fse found the sense board clog detection circuitry was misaligned, which was causing intermittent errors. Fse resolved the complaint by performing sense board alignment and verified the impasse setting, no further errors found. The aia-360 analyzer is functioning as expected. A 13-month complaint history review and service history review through aware date of event for similar complaints was performed for serial number: (B)(4). There was one similar complaint identified during the searched period, which includes this event. The aia-360 operator's manual under chapter 7, section 7.1: list of error messages states the following: [4017] spec. Sy. Clog detected is generated when specimen clog was detected. The item is not assayed. The operator is instructed to repeat assay. The most probable cause of the reported event is due to failure of the clog detection sense board.

Event description:
A customer reported getting error message "4017 specimen syringe clog detected" on the aia-360 analyzer. The customer rebooted and primed the analyzer, but error persisted. The analyzer is down. A field service engineer (fse) was dispatched to address the reported event, which resulted in a delayed reporting of patient samples for intact parathyroid hormone (ipth). There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.